Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that replacing the front end board, and transducer did not resolve the issue and they were replaced as precaution, but replacing the drive manifold did fix the issue. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received the parts associated with this complaint: parts were received with a reported failure of a system failure occurred during use. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure was confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site address is (B)(6). Corrected fields : b3 , e1 ( event site address ) , h6 ( medical device ¿ problem code ) , e3 updated fields: b4,d8, d9, g1(contact person ¿ mfg site) , g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site city full name is (B)(6) and initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system failure . No harm or injury reported to the patient.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( type of investigation , investigation findings , component codes ), e3 , e1 ( event site city ).

Event description:
N/a.